Manufacturer narrative:
The insulin pump received with no button response on all buttons due to unlocked keypad connector on lcd board. Unable to verify for low reservoir alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no button response. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via email indicating that their insulin pump alarmed low reservoir but the insulin units in the reservoir do not match the alarm value. The customer states that eh buttons were not sensitive. The customer did not return the product back for analysis.